Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the blood pump rotor on a 2008t hemodialysis (hd) machine damaged the bloodline, which resulted in blood loss. The amount of blood loss due to the event is unknown. There was no indication that the event resulted in any serious patient injury or harm. No sample is expected to be returned for evaluation. No further details are known at this time.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process.. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the blood pump rotor on a 2008t hemodialysis (hd) machine damaged the bloodline, which resulted in blood loss. The amount of blood loss due to the event is unknown. There was no indication that the event resulted in any serious patient injury or harm. No sample is expected to be returned for evaluation. No further details are known at this time.